Manufacturer narrative:
The device was received for evaluation. During functional testing a system error 345 alarm was reproduced. A review of the event history log revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be out of calibration upstream thermistor. The upstream sensor assembly requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was repeatedly alarming system error 345 (thermistor disparity) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.